Manufacturer narrative:
The patient has cancer and is taking gabapentin for that. The patient's doctor has told them that this medication could impact their inr. The patient has had recent adjustments to their warfarin dosage. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer stated the blood may have been applied more than 15 seconds after the fingerstick. When using capillary blood apply the sample to the test strip within 15 seconds after lancing the fingertip. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter compared to a laboratory method using an evolution analyzer with stago neoplastin cl+ reagent. The meter result was 7.9 inr and within 3 hours the laboratory result was 5.0 inr. The laboratory result was believed to be correct and the patient's warfarin dosage was adjusted based on the lab result. The patient's therapeutic range is 1.7 - 2.9 inr.